Event description:
Three years and six months postoperatively, a transthoracic ultrasound revealed mitral valve insufficiency with increased pulmonary pressure. The mitral valve was explanted and during the procedure a large tear in one cusp starting from the stent was observed. The cusps and annulus appeared to be macroscopically free of infectious processes. A 27 mm valve from another manufacturer was implanted. The patient was reported to be stable postoperatively.